Event description:
Information was received from a health care professional (hcp) regarding a patient who was implanted with a neurostimulator. It was reported that the caller had no patient or device information and was looking for MRI information. The caller did not know the managing hcp information. The caller stated that they thought it was a device from this manufacturer. The caller was made aware that this patient had a lead left in the body due to the fact that it was ¿too difficult to remove.¿ the event date was asked but unknown. The caller noted that a scan for the patient¿s brain and lumbar spine was requested. It was reviewed that the prescribing hcp should call to provide more information in order to determine if an MRI was possible. There were no patient symptoms reported.